Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and defective dso sensor. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor.

Event description:
It was reported that the pump flow rate was ok, but it did not trigger alarm up to more than 2.3 bars, and there was a damaged membrane. There was no patient involvement.